Event description:
After the pt's leads were implanted, the pt developed a blood infection and brain meningitis. The primary location of the infection was the lead site. The pt spent about a month in the hospital fighting the infections. It was also reported that the pt was currently at home, a stimulator was implanted in 2008, after the infections had cleared, and the pt status was "fair". The hcp reported that the pt was administered unspecified perioperative antibiotics. See MFR's report #600153200802909.

Manufacturer narrative:
.